Event description:
It was reported to philips that the system did not bootup properly. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not boot up correctly. Review of the logfiles confirmed the ¿possible malfunctioning grabbercard in flexvision pc or bad videoconnection malfunction. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the system did not boot up correctly. Fse reloaded the flexvision pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.